Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the connector which connects the tube to the gastrostomy feeding started to leak after one hour of use. The tubing was changed and the patient's bedding was changed.